Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid 25mg/ml; 1.2mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. A patient death occurred (B)(6) 2014. The logs were checked. There was no alleged product issue. The pump was explanted and returned to the manufacturer. Per medical examiner, the death did not appear to be pump related. The cause of death was pending. On (B)(6) 2015 additional information was received from a healthcare provider (hcp). The patient had chronic back pain. The pump was implanted about a month prior to her death, around thanksgiving, because her pain was not sufficiently controlled by her systemic medications. On (B)(6) 2014 in the late afternoon&#56096;the pump was filled with hydromorphone and a priming bolus was given. The patient went home that day and her family saw that she was confused later that evening but this was not unusual as they had observed this in the past with her systemic drugs. The patient was found unresponsive the next morning. At autopsy (date not reported) oxycodone, fluoxetine, and clonazepam were found in the blood but there were no detectable levels of hydromorphone. Regarding the concomitant medications, it was known that the patient was taking oral medications, including oxycontin 80, which was last refilled on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Event description:
2015-09-23, additional information was received from a healthcare provider (hcp). The patient had a history of chronic pain and histo rically had taken a number of different oral analgesics. The patient also had a history of thyroid diseases; however, the thyroid levels were close enough to normal that the hcp did not feel the thyroid levels were related to the patient's death. The pump had been implanted with saline and the managing physician wanted to give the pump site about a month to heal before replacing the saline with drug for the first time on (B)(6) 2014. The hcp believed the plan was for the patient to transition away from oral oxycodone once the intrathecal medication was started. The patient had been prescribed a refill for oxycodone on (B)(6) 2014 (80 mg), clonazepam on (B)(6) 2014 (0.5 mg), and cyclobenzaprine on (B)(6) 2014 (10 mg). The toxicology report indicated the patient had fluoxetine, oxycodone, and clonazepam in their blood stream with values of 1.13 mg/l, 0.63 mg/l, and 0.49 mg/l, respectively. The reference ranges provided for these drugs in the bloodstream was 0.02-0.045 mg/l, 0.01-0.10 mg/l, and 0.05-1.60 mg/l, respectively. The fluoxetine and oxycodone levels both exceeded the reference ranges provided. Per hcp, from a qualitative perspective they identified evidence of cyclobenzaprine, dextromethorphan, and chlorophenylpiperazine when examining the liver. Hydromorphone was not found in the blood stream during the toxicology analysis and it was previously questioned if the pump was infusing the drug. The hcp ruled the cause of death acute intoxication from combining oxycodone with fluoxetine.